Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective stop-valve. The technician replaced the defective valve and tested the device successfully for functionality. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
According to the customer: it was reported that the hcu30 displayed the error message "water flow low". (B)(4).